Event description:
It was reported that the impacted product had an unknown allegation. The event did not happen in surgery. During manufacturer's investigation of the returned device it was identified that the height adjustment knob was detached from the device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the height adjustment knob was detached from the device. The knob and ring were not available for evaluation. Inspection of the remaining components, including the extramedullary tibial proximal uprod and posterior slope adjustment mechanism, found no visible anomalies or damage. A functional test was performed using the device mechanism. After actuating all components, test revealed device function as intended, with no sign of resistance, obstruction not other anomaly. The potential cause could be related to retention mechanism issue or from excessive force applied during adjustment. The overall complaint was confirmed as the observed condition of the attune em tibial prox uprod would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.